Manufacturer narrative:
Correction: d6a: implant date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation took longer than expected. Interrogation of the implantable cardioverter defibrillator revealed that the device parameters were reset. No intervention was performed. There were no patient consequences.